Event description:
It was reported that the pt requested that the device be removed because, it did not work. The pt did not allow for interrogation of the implantable neurostimulator prior to removal. There was no injury to the pt. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 37712 serial # (B)(4) showed no significant anomalies. The neurostimulator was functionally ok. At bench testing, it was found that the device battery had depleted to the lock mode. The battery was recharged to full. The device output was tested at the cut end of the leads. There was good, stable output on every electrode pair on both leads, and on each electrode pair at the settings that the device had when received for analysis. The output matched the programmed settings. There was no issue when pressing on the device can. Analysis of the lead model 3778 serial # (B)(4) showed that the #0 conductor was broken at the #0 electrode. All of the conductor wires were cut through. The returned distal segment of the lead had good continuity on all circuits, except the #0 circuit which was open. There were no shorts between circuits (dry). A titan anchor was located on the lead 26.1 cm to 28.3 cm from the distal end. There were also titan anchor impressions 28.3 cm to 29.3 cm from the proximal end of the lead. The returned proximal segment of the lead had good continuity and no shorts between circuits (dry), as evidenced by the good, stable output on every electrode pair through the lead while connected to the returned neurostimulator. Analysis of the lead model 3778 serial # (B)(4) showed no significant anomalies. The lead was ok, but cut through (suspected explant damage). The returned distal and proximal segments of the lead had good continuity on all of the circuits and there were no shorts between circuits (dry). The proximal segment was evidenced by good, stable output on every electrode pair through the lead while connected to the returned neurostimulator. A titan anchor was located on the lead 26.5 cm to 28.5 cm from the distal end. Analysis of the anchor model 3550-39 serial # unk showed that no anomaly was found on the anchor sleeve. Analysis of the anchor model 3550-39 serial # unk showed no significant anomalies. The end of the silicone portion of the titan anchor was torn off (suspected explant damage). The titanium insert was bent.